Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Log review showed a motor current spike followed by a drop in signal not reliable and papi, cvp, and placement signal going out of range. No dp parameters were affected. ECMO was being decannulated at this time. The root cause of the optical signal issue was most likely optical sensor damage since the motor current spike and affected parameters in the data logs occurred when ECMO was being decannulated. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that post decannulation the patient lost pa waveform. Placement signal not reliable alarm occurred. It was reported that the impella still had flows. Patient expired on support.